Event description:
A report was rec'd that the pt underwent a pocket revision due to skin erosion over the pocket site. The physician was concerned about a possible infection so the ipg was replaced with a new ipg implanted at a different location.

Manufacturer narrative:
The explanted ipg was not returned to bsn for further eval as it was discarded by the medical facility. A review of the mfg documentation of the explanted ipg revealed no anomalies or deviations potentially related to the reported event occurred during mfg. A review of the sterilization documentation of the explanted ipg found them to be satisfactory. This is the final report.